Manufacturer narrative:
Upon receipt the lead was found cut 42 cm proximal to the lead tip. A proximal part including the serial number was missing. An explantation aid was still bound on the distal lead fragment. The performance of the returned lead fragment was scrutinized. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 8 cm to 5 cm proximal to the lead tip the insulation was found abraded. At this location the inner insulation was found abraded through and a short circuit was measured. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the bend distal lead area most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to high pacing thresholds, low impedance and noise. No adverse patient events were reported. Should additional information become available, this file will be updated.